Event description:
The patient post-operatively reported pounding in their chest. The following physician confirmed the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed to the only configuration which did not reproduce the stimulation though high thresholds were then observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).